Manufacturer narrative:
(B)(4). The customer returned one opened kit containing one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has one main kink in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal end, rounded, pinched and discolored at the point of separation. Both welds appeared full and spherical. The major kinks in the guide wire body were measured at 97 mm from the distal tip. The length of the wire could not be determined as it was unraveled and lengthened. The outer diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed based on sales history with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. (Con't) other remarks: if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Information obtained from the northern ireland adverse incident centre (niaic)report: central line being inserted for provision of noradrenaline infusion in a septic, thrombocytopenic patient. Straightforward procedure until removing guidewire via inserted catheter. Guidewire started to unravel until entire central line needed to be removed to avoid risk of wire fracture. Central line was subsequently successfully inserted.

Event description:
Information obtained from the (B)(6) adverse incident centre (niaic) report: central line being inserted for provision of noradrenaline infusion in a septic, thrombocytopenic patient. Straightforward procedure until removing guidewire via inserted catheter. Guidewire started to unravel until entire central line needed to be removed to avoid risk of wire fracture. Central line was subsequently successfully inserted.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us. Potential lot# 71f17k0205.

Event description:
Information obtained from the northern ireland adverse incident centre (niaic)report: central line being inserted for provision of noradrenaline infusion in a septic, thrombocytopenic patient. Straightforward procedure until removing guidewire via inserted catheter. Guidewire started to unravel until entire central line needed to be removed to avoid risk of wire fracture. Central line was subsequently successfully inserted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.